Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed and the processor/bridge/pace board was replaced. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty transistor on the processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) in cardiac arrest, a popping noise was heard and an arc was seen when the device charged to the selected energy and then the device inappropriately shut down. It was not known if the shock was actually delivered. The complainant indicated that it caused a delay in the treatment of the patient. Complainant indicated that the clinicians obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.